Event description:
It was reported that the patient presented with incontinence; therefore, the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) cuff explanted and replaced with a smaller aus cuff. No other components were explanted. No further patient complications were reported.